Event description:
It was reported that a patient complained of discomfort after placement of aquasil ultra into the mouth. After the impression was taken, mucositis was noted in the palatal area. Two days following the procedure, the patient presented with blistering and redness. There is no indication that medical intervention was required to treat the symptoms, with treatment consisting of using a salt water rinse.

Manufacturer narrative:
While it is unknown if the aquasil ultra used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.